Event description:
Caller reported malfunction on pump. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided information to reset malfunction code, which caller successfully did without recurrence. Customer will continue using pump and will contact support if issue arises again.